Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 4/13/98 at a retail vendor. On 4/28/98, she sought medical treatment for infection at the ear piercing site and was prescribed antibiotics.